Event description:
The customer reported via phone call that they experienced high blood glucose of 440 mg/dl. Troubleshooting was performed and the customer indicated that they received an insulin flow block alert. The customer was not using auto mode at the time of the incident. No further complications were reported. The product will not be returned for failure analysis. Frn-mmt 332a-rsvr, inf- mmt-386a, mmt-7020la-snsr.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.